Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. The patient developed a small exposure of mesh on the anterior wall. The mesh was removed uneventfully and the patient did not experience a recurrence. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.